Manufacturer narrative:
Insulin pump passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display and unexpected restart alarm noted. Insulin pump was inspected with no corroded battery tube spring noted. No moisture damage on electronics and motor assembly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. Blood glucose was unknown at time of incident. Customer stated the insulin pump was exposed to moisture. Troubleshooting was performed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.